Event description:
Ethicon endo-surgical echelonflex 60 articulating endoscopic linear cutter jammed during the first pull of the cutting process that was utilizing a white echelon60 cartridge. A subsequent like cartridge was utilized with the same issue occurring after the second pull of the cutting process. The device had worked without problem when initially utilized with a blue echelon 60 cartridge. Diagnosis or reason for use: distal pancreatectomy and splenectomy. Event reappeared after reintroduction: yes.